Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was in-clinic for routine follow-up. During the follow-up this lead was found to be fractured. High out of range pacing impedance measurements were observed. Additionally, there was no pacing and sensing measurements had declined. Isometrics was performed and in range impedance measurements were observed. There were stored episodes with one to two seconds of noise. The patient has intact conduction and there were no adverse patient effects.

Manufacturer narrative:
The physician elected to leave the lead as is. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead has not yet been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
Additional information was received indicating this lead was later explanted due to fracture. No additional adverse patient effects were reported.